Event description:
Patient had essure placement in (B)(6) 2009 and did not return for confirmation test. Patient presented with pain and confirmation test performed in (B)(6) 2011 showed right device was curled up by the right cornua and the right tube was patent. Lap tubal performed on (B)(6) 2011 and right device was discovered embedded in the myometrium. Physician elected to conduct total hysterectomy on (B)(6) 2011 and the patient's symptoms have resolved.

Manufacturer narrative:
(B)(4).